Manufacturer narrative:
7/10/97-supplemental report #2 submitted to FDA. Typographical error corrected in e1 (initial reporters last name).

Event description:
During a laparoscopic hernia repair procedure, the instrument jammed and the staples did not advance. The surgeon applied another device without pt injury.